Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic liver resection procedure, part way through the case the tissue pad ¿burned off.¿ the tissue pad detached from the device and fell into the patient but was retrieved laparoscopically. It is unknown whether the tissue pad was saved with the device or discarded. The case was completed with a device of product code har36. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p92l45. The device was returned with the tissue pad damaged, melted, and detached at the distal end. The instrument cable was cut off. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key with a lab cable to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.